Manufacturer narrative:
A system checkout was not performed for this specific event, however a checkout was later performed in a related event and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was not booting correctly and was unable to acquire 2d scans intraoperatively. The site did multiple reboots but this did not resolve the issue. The site booted the image acquisition system (ias) and mobile view station (mvs) up separately, and they tried booting them up while connected with the umbilical cable, but neither method resolved the issue. The site opted to abort use of the imaging system. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.